Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio iq) displayed an error 4 message. This complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.